Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ brown particles observed on the device.

Event description:
Healthcare professional reported "bilateral implant exchange due to the voluntary recall." This is left side record. Healthcare professional later reported left side "hole, non specific." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced. This relates to the left side.